Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. All operating currents are within specifications and passed displacement test, self-test, off no power test and a21 error test. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, broken battery tube threads, cracked case, cracked reservoir tube window, cracked reservoir tube, cracked display window and missing the end cap sticker. The insulin pump was returned without battery cap unable to confirm the damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during a bolus attempt. The patient's blood glucose at the time of incident was 18.0 mmol/l. The device was not dropped or bumped. There was no MRI exposure either. A rewind was attempted and the motor error recurred three different times. The battery cap was also askew. The insulin pump will be returned and replaced.